Manufacturer narrative:
As reported, following the procedure it was noted that the hydrosurg plus laparoscopic irrigator was leaking irrigation fluid. As reported the sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without the subject device to evaluate, a definitive conclusion cannot be made. Should additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
On (B)(6) 2021 at the end of a laparoscopic cholecystectomy, the hydro-surg irrigation device was leaking irrigation fluid from the bottom of the battery housing. A puddle on the floor was noted and it was dripping onto the suction device. As reported, there was no patient or user harm as a result.